Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. The event history log was reviewed and there were no errors related to the customer complaint. Device was visually and functionally tested and the customer reported complaint could not be replicated. All tests passed within specifications. No device problem was found. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump had a constant upstream occlusion alarm. Per reporter, the issue was found during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.